Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the down arrow on the insulin pump was not working. The customer reported that the insulin pump was exposed to moisture. The customer¿s blood glucose was 114 mg/dl at the time of the incident. Troubleshooting was not performed at the time of call. Product is not expected to return for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened act button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed self test.